Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve twitching was observed to be weak during the right superior pulmonary vein (rspv) ablation. A double stop was conducted and the phrenic nerve motion was still weakened. The patient was monitored during the hospitalization following the procedure. The case was completed with cryo. No further patient complications have been reported as a result of this event. Additional information received indicated that the patient's complete recovery from the phrenic nerve palsy (pnp) at the time of discharge from the hospital could not be confirmed.

Manufacturer narrative:
Event summary: the patient data files showed at least eight injections were performed with catheter 2af284 / 43164-45 on the date of the event with no system issue. In conclusion, the reported issue (phrenic nerve palsy ¿pnp¿) was not confirmed through data analysis. The catheter was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient's complete recovery from the phrenic nerve palsy (pnp) at the time of discharge from the hospital could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.